Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that right atrial lead exhibited noise, it is suspected that this is due to insulation damage. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that right atrial lead exhibited noise, it is suspected that this is due to insulation damage. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.